Manufacturer narrative:
A ge service representative performed an onsite investigation. The bios setting was evaluated and reset. The system was tested and found to be working as intended and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with event described in this complaint.